Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Ultimately, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no adverse impact to the customer¿s blood glucose level.